Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of three splits in the catheter was confirmed, and the cause appears to be supplier related. One 4 fr s/l power PICC was returned for investigation. The catheter was received with a non-bas injection cap attached to the luer adaptor. The 4 fr tubing extends 46.1cm from the distal end of the molded wing. Tape residue was observed on the extension leg, molded wing, and the 4 fr tubing between the molded wing and the 5cm depth mark. A microscopic examination of the catheter revealed a 1.7cm split across the 7 and 8 cm depth marks. A 2.3 cm split was observed across the 17 ¿ 19 cm depth marks. The distal 24.3cm of the catheter was split. The three splits were located along the same surface line, which runs the entire length of the catheter and appears to have been created during extrusion of the catheter tubing. The adjoining surfaces of the split tubing were noted to be smooth and granular. Opening the splits revealed blood residue within the catheter lumen. A functional test revealed fluid leaking from the splits during infusion. A tactual investigation revealed no elastic weakness in the catheter. Flexing the catheter in a u-shape, between the 10 and 15 cm depth marks, caused the tubing to split along the surface line. It was possible to propagate the split along the surface line. The catheter was cut longitudinally with a scalpel between the 12 and 13cm depth marks in order to observe the inner lumen of the catheter behind the surface line. It appears that the catheter was split along the inner lumen wall, but knit together along the surface line. The wall thickness was measured at the distal tip of the catheter and was found to be within specification. The catheter was reportedly in place for 28 days before the splits were observed in the catheter. The catheter most likely functioned without any problems during placement and immediately afterward. The complaint sample will be forwarded to the manufacturing facility for further evaluation of the extrusion features observed on the powerpicc.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf1088 showed no other similar product complaint(s) from these lot numbers. Device has not been received.

Event description:
It was reported by nurse that on (B)(6) 2015, the patient had the catheterization, and the catheterization process was successful through the right side basilic vein, and the catheter location was ideal. On (B)(6), during the maintenance, the patient reported that the catheterization side arm was feeling pain. The clinical department removed the catheter and found there were three sites of the catheter cracked and asked for a quick reply.